Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a supply change, which was addressed by removing all supplies, performing a successful dry run, and then completing a supply change with new supplies, after which insulin delivery resumed; the device issue is consistent with a complete blockage related to the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem and a device problem consistent with a complete blockage localized to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.